Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen became cracked due to dropping a weight on the pump screen. Reportedly, after this incident, the customer attempted to deliver a bolus, and did not observe insulin being delivered. The customer reverted to manual injections and did not perform troubleshooting for the reported issue. Blood glucose level was 400 mg/dl.